Manufacturer narrative:
Device analysis: the delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 7629630 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Same pt as MFR# 6000089-2006-02410. It was reported that 393 days after a coronary artery drug eluting stenting treatment procedure, a target vessel re-intervention occurred. The pt presented in 2005 complaining of substernal chest discomfort associated with exertion and shortness of breath. The pt developed atrial fibrillation which resolved spontaneously. Cardiac enzymes were negative. ECG showed anteroseptal t-wave inversions. The index procedure treated one target lesion located in the mid right coronary artery (rca).the lesion being treated was an 85% in-stent restenotic lesion. It was 56 mm long, 2.92 mm in diameter with mild calcification and mild tortuosity. Treatment consisted of pre-dilatation and placement of two overlapping taxus express2 stents (2.50 x 24 mm and 2.75 x 32 mm). Residual stenosis was 0%. The pt was discharged in stable condition two days later on asa and plavix. In 393 days after the index procedure, the pt presented with chest pain associated with shortness of breath. Troponins were noted to be negative. ECG showed normal sinus rhythm and a 1st degree av block, left bundle branch block and non-specific ischemic changes in the inferior leads. A re-intervention placed a 3.00 x 16 mm taxus stent in the proximal rca. Four days later, the pt was discharged on aspirin and plavix. Per the investigator, the relationship of this event to the device is "unknown."